Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9453643. B3: estimated date.

Event description:
According to the available information upon opening the secondary packaging, a hair was noticed in the catheter's primary packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9453643. Checking the quality databases revealed no anomaly in relation to the describe defect. Our hungarian site performed its investigation: the potential root causes identified: - this is an accidentally issue, during the production and packaging process, the hair can be gone into the packaging. - second, supplier related issue, the raw material have arrived with already polluted by hair. - third, human inattention, the operators have not detected the hair then the product have packaged and shipped out to the market. Action(s): - all involved employees have been informed from this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future. - continuously inform the supplier about the affected lots to improve their processes, if the received lots affected by hair contamination. In addtion our supplier, who sends the raw material to our hungarian site, has re-sensitized production operators about "hair presence" in november 2024 and about a good manufacturing practise in may 2024.

Event description:
According to the available information upon opening the secondary packaging, a hair was noticed in the catheter's primary packaging.